Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion with significant bend of 45 degrees was located in the moderately tortuous and severely calcified right coronary artery. A 2.25 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, it was noticed that the stent strut got damaged. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR:: synergy xd 2.25 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on proximal and mid-section stent strut rows with stent struts lifted. The undamaged crimped stent outer diameter was measured using snap gauge and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion with significant bend of 45 degrees was located in the moderately tortuous and severely calcified right coronary artery. A 2.25 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, it was noticed that the stent strut got damaged. The procedure was completed with another of same device. No patient complications were reported.